Event description:
Clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodged. The lesion being treated was located in the mid right coronary artery (mid rca) and was very calcified. The physician had tried twice to place a taxus express2 study stent, but was unsuccessful. On the third attempt to place a taxus express2 study stent, the physician was again unsuccessful in placing the stent. When trying to re-pull the stent, it got lost but was able to be caught again. The physician then used a coroflex blue device to complete the procedure. There were no complications and the pt's condition was listed as good. Several attempts were made to aquire more info but nothing further has been reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.